Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 60-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. P\prior to impella insertion aggrastat bolus was given. The sheath aspirated and flushed, and impella was advanced into left ventricle. Upon removal of the guidewire and initiation of support, a high motor current alarm sounded and the pump did not start. Support levels were increased to p-7 and saturated flows were noted. The decision was made to replace the pump for continued support. There was no patient harm.

Manufacturer narrative:
The investigation for the reported saturated flows and pump stop has been completed. The pump was returned for evaluation and visually inspected. Biomaterial was observed around the impella and purge gap. Pump was connected to the console and attempted to run three times. Pump stopped and did not start and a high motor current alarm occurred. Pump was soaked in water and an enzyme detergent to dissolve the biomaterial. Biomaterial was removed and the pump ran in investigation lab at different p-levels. No issues observed and the pump ran normally. Therefore, the root cause of the reported issue was due to biomaterial.

Manufacturer narrative:
B2: date of patient death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03236 was provided. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.